Event description:
It was reported that this implantable lead was an attempt implant on the left bundle branch. The physician tried to reposition the lead with no success, the helix was unable to be retracted. Subsequently, an elongation of the helix was noted. The physician decided to let the lead implanted. This lead remains in service. No adverse patient effects were reported.